Event description:
It was reported that the device exhibited unspecified oversensing and delivered inappropriate shock/therapy. The patient was in stable condition. No additional information was reported.